Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "tip broke off". The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.56" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# n11210525 / sequence# 0133) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4)with 6 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable malfunction due to the following conclusion: failure analysis acknowledges that fragments were missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing, the fenestrated bipolar forcep's tip broke off. There was no report of patient involvement or reported injury.